Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. After replacing the device with a loaner unit and conducting in-house testing, the fse confirmed that error #52 could be reproduced. Error #52 indicates an abnormality in the drive transducer offset value. The fse attempted to adjust the offset value but was unable to do so. Consequently, the pressure transducer, absolute was replaced (offset value recorded as 0,0). After the replacement, a running test was performed, and all work was completed in accordance with the service manual. The unit passed all tests and was confirmed to be functioning properly.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11, h6 (type of investigation ), e1 (initial reporter) addional initial reporter name is (B)(6). Corrected field: b4, b5.

Event description:
It was reported that during preparation for clinical use, the cs300 intra-aortic balloon pump (iabp) displayed error message #52 upon powering on. There was patient involvement. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation for clinical use, the cs300 intra-aortic balloon pump (iabp) had an error message #52 when power was turned on. After restarting the power supply, the error persisted, so it was replaced with another device available within the hospital and began treatment. No patient harm was reported.